Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred while in the operating room during surgery, when the tip of the catheter detached. As a result, medical/surgical intervention was needed. The medical doctor had to make an incision and was able to pull out the entire catheter from the patient. The intervention was successful and the device was not replaced. There was a 10 minute delay or interruption in therapy. No report of patient death or injury. The patient outcome is no harmful outcome to the patient with no complications.